Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D4: this product was manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due charging difficulties, magnetic resonance imaging (MRI) compatibility and availability to new technologies. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned for analysis.